Manufacturer narrative:
(B) (4): eval results: a lens work order search was performed and no similar complaint found within the same work order. (B) (4).

Event description:
The reporter stated the surgeon attempted to use a 14.5 diopter cq2015a aspheric three piece lens. The surgeon attempted to load the lens himself and he had difficulty loading the lens into the injector. The surgeon decided to use the same lens but with a 2nd injector, he also had difficulty loading the lens. The surgeon decided to use a new lens and a 3rd injector, and he did not have any problems implanting the lens. The reporter did not provide lot numbers for the epiphany injector system.